Event description:
It was reported via trial that during the right internal carotid artery stenting procedure, during advancement the recovery catheter was catching on the strut of the deployed acculink stent. The recovery catheter could not pass through the stent because of the stent strut angle and the wire bias against it, despite neck massage and manipulation. The recovery catheter was removed and another recovery catheter was used to remove the filter. There was no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all relevant information.

Event description:
Pt was revised to address chronic dislocation.

Manufacturer narrative:
(B)(4). The device was not returned. Failure to advance (physical resistance) the retrieval catheter can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, interaction with the previously implanted stents, and accessory device support. Reportedly, resistance was met during the attempts to cross the implanted stent, which likely contributed to the reported resistance during advancement of the retrieval catheter. In this case, neck massage and manipulation were performed in an attempt to facilitate advancement, however, a new retrieval catheter was used to successfully retrieve the filtration element. In this case, the reported physical resistance appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency. A review of the device history record did not produce any findings relevant to this report.